Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event and was treated with ceftazidime (1 gram, once a day, route and duration not reported) and cefazolin (dose, route, duration and frequency were not reported) for peritonitis. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: it was reported during follow up that approximately one month after event onset, the peritonitis event was still ongoing and the patient was being treated with patient amikacin (dose, route and frequency were not reported) and cefepime (dose, route and frequency were not reported)use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information : it was reported during follow up that the peritonitis event is still ongoing and the patient was is still being treated with antibiotics. Should additional relevant information become available, a supplemental report will be submitted.